Event description:
It was reported that the patient experienced a pericardial effusion. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a polarx catheter was selected for use. Following treatment of all four pulmonary veins and removal of the polarx catheter, intracardiac echocardiography (ice) was used to visualize the pericardium. An effusion was noted. This effusion was not apparent at baseline. Protamine was administered. There were no changes in hemodynamics during the case that would indicate the presence of an effusion. The effusion was monitored for the next 30 min with ice and a transthoracic echocardiogram (tte) was performed. The effusion was most notable at the basal aspect of the right ventricle and measured approximately 2.1 cm at its largest point. During monitoring, ultrasound contrast was administered intravenously and was assessed to see if it entered the pericardial space. No contrast entered the pericardial space. The patient's hemodynamics were not altered at all during this period. There was limited space to perform a pericardiocentesis as the effusion size was fairly small during diastole. It was decided that a pericardiocentesis would not be performed. The physician noted that the product was in working order and did not think it was the cause of the effusion. The transeptal was also uneventful and was fully visualized under ice. The patient was admitted for monitoring and has since been discharged with no further intervention needed. The effusion resolved on its own. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.